Manufacturer narrative:
(B)(4). Approximate age of device - 2 months. The patient remains on lvad support. Additional information has been requested but has not been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had fallen asleep while the lvad system was connected to batteries, and the pump stopped. The lvad clinicians at the implanting center believe that the pump had been off for many hours, possibly as many as 7 plus hours. The patient was asymptomatic. The patient is negative for cerebrovascular accident. No additional information was provided.

Manufacturer narrative:
Additional information: the reported pump stoppage due to battery depletion was confirmed through evaluation of the submitted system controller log file. On (B)(6) 2017, between 1:11am-3:14am, the submitted log file captured low battery advisory and low battery hazard alarms due to low battery power. At 3:56am, the system captured device operation on the internal backup battery in power save mode with additional low battery alarms. The pump was operating at the low speed limit as intended. The system then shut down as a result of a complete loss of external power. Pump operation was resumed with reconnection to a charged battery to the system controller. The clock not set alarm became active after pump operation was resumed due to the complete loss of external power. The duration of time that the pump was off could not be determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was moved out of the intensive care unit to the floor on (B)(6) 2016. The patient was reportedly doing great and should be ready to go home in a few days.